Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. The customer could not speak and they were disoriented, and they received third party assistance from their spouse, who provided carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.